Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the manufacturer's programming history database, it was observed that a faulted system diagnostic test occurred on date of implant, (B)(6) 2007, which changed the settings to unintended parameters. It appears that the device was not intended to be on, but upon initial interrogation on (B)(6) 2007, the output current was at 1ma. A final interrogation was not performed on date of implant as recommended in manufacturer labeling to identify and fully correct such anomalies prior to patients leaving the clinic. The settings were programmed to intended parameters on (B)(6) 2007. No patient adverse events were reported.